Event description:
Doctor did lasik surgery on both my eyes at once. Seven days later, opened my left eye. Again, I had complained of pain and could not see clearly again, within a week, opened it as third time. I finally woke up only seeing brown and white blurs without structure. I was taken to his office by my daughter and he didn't know what else to do. He had never seen this before. He sent me to first specialist who called him back. It was another dr. Went right from first dr's office. Second dr helped, but within days I was totally blind. For 5 or 6 mos while healing, I could not see at all and was bed-ridden, only getting up to feel along the wall to my bathroom. Second dr says I will need a cornea transplant in future. I was taken to second dr's by friends and relatives until I could see enough to drive some time early 2000. I had to go back to my waitress job in 1999- my son drove me. With only limited clear vision, the other waitresses made sure I had right orders in computers and picked up right food to deliver. I would have lost my house without their help. Second dr saved my eyesight! I still have permanent damage, I see light halos at night, cannot drive in rain as cannot see where road ends. Dept of vision is still a little bad, and scar damage is severe-stigmatism. I have to have bi-focals. My eye doctor(third), says my eye cornea is the thinnest he has ever seen. Us marshalls convascated his equipment sometime after my surgery in 2000 not sure of date. First dr's homemade device design-experiemental.